Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a severely tortuous and moderately calcified lesion located in the ostium cx exhibiting 95% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. The device was inspected with no issues noted. Negative prep was not performed. It was reported that deformation occurred in vivo. Patient status is alive with no injury.

Manufacturer narrative:
It was reported that balloon failed to cross the lesion. If information is provided in the future, a supplemental report will be issued.